Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit has a contaminated fungus in the vial. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary: mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Sire supplement batch number 2299899 was provided by the customer. Batch history review for sire batch 2299899 was satisfactory and no quality notifications were generated during manufacturing or inspection. Qc inspection and testing were satisfactory at time of release. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. Retention samples were inspected for supplement batch 2299899 (8 vials). There was no contamination observed in the 8 supplement samples. For further investigation one supplement vial from batch 2299899 was placed into a 20-25 degrees celsius incubator and one vial was placed in a 33-37-degrees celsius incubator. At 14-day incubation period, no growth was observed in incubated retention vials. Four photos were received to assist with the investigation. Two photos showed a long neck bottle with colonies in the media. Two photos showed sire supplement vials with white, fuzzy growth in media. No returns were received to assist with the investigation. Without the kit batch number associated with this kit, the components of this kit cannot be verified. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit has a contaminated fungus in the vial. There was no report of impact to patient or user.